Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not crossing over to the device. The patient was no longer listed on the device; however, on the server, the patient still appeared to be in the ER with active orders. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over. A technical support specialist changed the patient inactivity days from 2 to 7 and performed a facility search and located the patient, and customer confirmed that the patient was found on the station and the issue resolved. The system functioned as intended after the technical support specialist troubleshot the issue.